Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the medical professional contacted boston scientific technical services (ts) and stated that the right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited a high out of range shock impedance measurement. It was noted that the shock impedance had been increasing over the last 10 months and had just now reached out of range. Ts discussed further troubleshooting and testing options. No further information was available. To date the rv lead and crt-d remain in service and no adverse patient effects were reported.

Event description:
Additional information was received that the patient underwent successful defibrillation threshold (dft) testing approximately one month later. A fluoroscopy image was taken which did not yield any significant findings. It was also noted that once the patient received magnesium the shock impedance measurement decreased from 160 ohms to 120 ohms. No further programming changes were made and no additional adverse patient effects were reported.